Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer representative reported the patient had charged the day prior to the report and they had been charging for 40 minutes and they were not out of 10% charge level yet and they could not interrogate with the tablet. The patient was laying down (ins is in chest) and they were holding the recharger in place to keep excellent quality. It was reported that every 2-10 seconds the recharger loses connection even though the patient doesn¿t move, and they have to re-start charging. It was also reported that the patient had to reseat the battery controller 2-3 times to get it to work. It was reported that the patient does have high settings where they would be charging everyday, but they could not read stats since the ins was so low. Manufacturer representative reported charging difficulties and that they could not charge their ins without problems. It was reported that there was no known cause. The patient was given a new charging cord however that did not resolve the issue, but would briefly show charging was excellent but then go to a screen that beeps and shows they need to reposition the recharger and try again. It was reported that it was ¿trying to find device¿ when the device was directly under the recharger. It was reported that the ins was not deep. It was later reported that the controller was taking a charge fine but the controller was stuck on a dark screen. Resetting the controller did not resolve these issues. Controller had reportedly been working fine for distance telemetry in the past. It was later reported that the patient was seeing "recharger problem cannot continue call medtronic." It was reported that sometimes removing and replacing the battery would resolve the issue, but not always. Manufacturer representative reported it doesn't maintain coupling, as it goes from excellent to good to poor then shuts off. It was reported that one minute everything would be working and then at 5pm the issue would show up. It was reported that the replacement controller did not resolve the issue and they were still having charging difficulties. The manufacturer representative was going to try and meet with the patient in person to troubleshoot. No further complications reported/anticipated.